Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failed occurred on for transmitter with serial number 8lbr7e. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and pairing failed was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the patient closed the mobile app. The reported event of pairing failed is reportable based on signal loss more than an hour found within the investigation window. No injury or medical intervention was reported.